Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). Conclusion: the healthcare professional reported that during a vascular stent placement and balloon dilation procedure in the 59-year-old male patient suffering from intracranial vessel stenosis, when the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401600 / lot# unknown) arrived at the lesion site, the physician released the stent. It was noted that the proximal markers of the stent converged after it was released and could not be opened. The physician used a microwire to massage the markers several times, but it only opened a little bit. After the procedure, the patient suffered bleeding and underwent a craniotomy where a 100 ml hematoma was evacuated. The procedure was prolonged by approximately 40 minutes. No other information was available at the time of the complaint initiation. Based on complaint information, the device remains implanted and is thus not available for evaluation. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Intracranial hemorrhage requiring additional intervention is a known complication associated with the enterprise 2 vascular reconstruction device and is listed in the instructions for use (IFU) as such. Incomplete expansion of the stent could lead to thrombosis and/or migration or embolization, resulting in ischemia or infarct. In addition, the patient underwent a craniotomy to treat the hemorrhage. Therefore, this event meets MDR reporting criteria with the classification of ¿serious injury.¿ incomplete stent expansion requiring additional intervention is a known potential complication associated with the enterprise vascular reconstruction device (vrd). With the information provided and without the return of the stent component of the complaint device which remains implanted, the determination of the device-related issue cannot be determined. The lot number of the device is not known, therefore review of the device history record was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported event. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a vascular stent placement and balloon dilation procedure in the 59-year-old male patient suffering from intracranial vessel stenosis, when the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401600 / lot# unknown) arrived at the lesion site, the physician released the stent. It was noted that the proximal markers of the stent converged after it was released and could not be opened. The physician used a microwire to massage the markers several times, but it only opened a little bit. After the procedure, the patient suffered bleeding and underwent a craniotomy where a 100 ml hematoma was evacuated. The procedure was prolonged by approximately 40 minutes. No other information was available at the time of the complaint initiation.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 20-oct-2022. [Additional information]: on 20-oct-2022, the cerenovus sales representative provided lot number 6948526 for the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401600). Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6948526. The history record indicates this product was final inspection tested at (B)(6) medical and was determined to be acceptable. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.